Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels reaching 40 mg/dl. Reportedly, the pump settings needed to be adjusted. Customer addressed low bg with food, and customer's health care professional adjusted the pump settings.